Manufacturer narrative:
(B)(4).

Event description:
The patient's family reported that the device was implanted due to pain. The therapy was poor effect on the symptom of rigidity. The patient was in pain on (B)(6) 2016, took analgesics, and programmed. The patient felt two senses of pain and electric current after the onset of pain. The less current feeling after turned off, but the pain has not been alleviated. There was not a 50% or greater symptom reduction. The implantable neurostimulator (ins) was the component involved with the issue. It was unknown if troubleshooting was performed. The cause was unknown. The reporter requested hope to relieve pain and improve patient's current situation. The company representative (rep) reported six days later that the patient had gone to be programmed many times to resolve rigidity, but the symptoms were not improved. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer reporting that the patient had the device explanted due to no effect. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep reporting that the outcome was unknown. The explant date year was 2016.